Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) at 1.5 mg/day with an unknown concentration. The reason for use was spinal pain. It was reported that the pump was alarming or beeping. The patient wanted to know if the pump isn¿t working properly, does it send a signal that can be heard. It was reviewed that the pump is designed to alarm should it not be functioning as anticipated. The patient then mentioned they could hear a two tone alarm today ((B)(6) 2018) and confirmed that it sounded like a ¿european ambulance that lasts maybe 5 minutes.¿ the patient stated that they were at the healthcare professional¿s (hcp) office yesterday ((B)(6) 2018) for a refill and the doctor interrogated the pump which indicated the pump¿s ¿battery wasn¿t working correctly.¿ the patient was told that if they should start to experience withdrawal symptoms to call the hcp, but had an appointment with them in 3 weeks. The sound was consistent with ¿sm alarms.¿ there were no symptoms reported. The patient was to follow up with the hcp. There were no further complications reported/anticipated.